Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 09-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1, 3.2, pyxis bus module controller board (pmc) and drawer 6.1, 6.2 drawer controller and module controller board was faulty. A field service engineer replaced the drawer 3.1 and 3.2 pyxis bus module controller boards, as well as the drawer 6.1 pmc and drawer controller board, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 had failed. The customer reported that corrupted drawer 3 caused a power failure of the entire pyxis unit. The drawer was unplugged to allow a reboot and was marked as failed, requiring maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.